Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient stated to the pharmacy that the drug solution did not come out.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient stated to the pharmacy that the drug solution did not come out.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2022. H6: investigation summary: thirteen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on three samples, a broken non patient end of cannula was observed on three samples and a bent patient end of cannula was observed on one sample. A clog test as per q-sop-183-dl was carried out on the remaining six samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient stated to the pharmacy that the drug solution did not come out.